Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment's lamp went out during a vitrectomy procedure. The system was rebooted and the procedure was completed with the same equipment and accessories. There was no impact to the patient.